Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient encountered an incident involving four infusion sets. Patient reported pain at infusion site. The patient inadvertently inserted the cannulas without first removing the needle guards. This error occurred with all four infusion sets. The patient successfully replaced the infusion set and resumed insulin delivery. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.